Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (in the 300s mg/dl range) after switching from apidra insulin to novolog insulin during one week. The customer addressed bg level with boluses with the pump and with manual injections. The customer switched back to using apidra after one week and bg level was reported to be back to target level. The customer was instructed regarding cartridge labeling instructions.